Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was a "leak in the hose near the top of the hand piece." The reporter stated that the issue was discovered during testing. The device was not used in surgery. There were no injuries or medical intervention reported. The device issue did not cause any delays in scheduled surgeries. There was no additional information provided.